Event description:
Boston scientific received additional information seven days later that this lead was abandoned surgically and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
At this time, all available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead displayed pacing impedance measurements greater than 3000 ohms and loss of capture. The patient was scheduled for a lead replacement procedure at the device replacement as the device had reached the replacement indicator. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.